Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with a same lot number. It was reported the patient experienced ineffective stimulation due to unable to increase the amplitude. System diagnostics determined high impedances on the lead. A sjm representative tried reprogramming to no avail. As a result, surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information identified the patient underwent surgical intervention on (B)(6) 2018 wherein one of the lead was explanted and replaced with another model. Also, the leads were repositioned for better coverage. Reportedly, effective therapy was restored postoperatively.